Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3 889-28, lot# va03acn, implanted: (B)(6) 2012: product type lead. (B)(4).

Event description:
It was reported that the patient fell in the garden once, but that she had been ¿bending planting.¿ it was noted that the patient did ¿3 beds.¿ it was further noted that the patient stated that afterwards ¿it was not working properly.¿ it was noted that the event occurred 3 weeks prior to report. It was noted that the patient went to their health care professional (hcp) 3 days prior to report for reprogramming. It was noted that ¿it worked¿ but then the patient started to feel it in her butt and down her leg. It was noted that the patient had another appointment with hcp on (B)(6) 2013. Additional information received reported that the cause of the event was ¿bending, planting in garden.¿ it was noted that the health care professional changed the patient to program 2. X-rays were performed and the x-rays showed normal device location. It was noted that signs and symptoms associated with the event included back and leg pain. It was further noted that the patient did not require hospitalization due to the event. It was noted that the patient outcome was non-serious injury or illness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device stopped helping a year prior to call. Some months prior to then, the patient fell. The patient thought the stimulator had moved or shifted. X-rays showed that the system was intact. Reprogramming had been performed. A trial was planned to determine if implanting a second device or revising the first one would be better. The patient's symptoms were still ongoing.